Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the physical device evaluation has been completed. The device was not sent out for additional microbiological testing. The cleaning, disinfection, and sterilization (cds) was performed by the customer, there were no suspected patient infections and there have not been any deviations / deficiencies / concerns in the reprocessing, and no culture testing was done according to the user facility. Upon arrival of the device, manual cleaning was performed, the device passed the leak test, the detergent solution used was asepti release plus (ecolab), and the instrument channel / suction channel / suction cylinder / instrument channel port / forceps elevator were brushed. The device was rinsed before manual disinfection, the detergent used was asepti release plus (ecolab), all channels were flushed and immersed into the disinfectant, tap water was used in the final rinse, the automated endoscope reprocessor (aer) used was soluscope sprintz (ecolab), there were no defects with the aer used, the detergent solution used was sol a cln (ecolab), the disinfectant used was sol p. Cln (ecolab), all channels were connected with the cleaning tubes when the endoscope was setting up into the aer, the expiration date of the disinfectant was controlled, the disinfectant met the minimum effective concentration, the water quality of the rinse water was controlled, the water filter was replaced periodically in accordance with the instructions for use (IFU), the device was dried by wiping with a clean paper / towel and by the dry process of the aer, the device was stored in a drying cabinet, the device was last reprocessed on august 30, 2023, the device was not used in a procedure and was quarantined after the positive microbiological test results, additional reprocessing was not performed before the device underwent microbiological testing and the reprocessing was not completed before the device was returned to olympus, the device was stored under normal air concentration. The issue was not confirmed, as the scope was not microbiologically tested by olympus. The device evaluation found the following: the plastic distal end cover had a scratch, the adhesive on the bending section cover had a crack, the scope cover had a crack, the air / water cylinder was deformed, the suction cylinder was deformed, the scope connector case unit was deformed, the channel tube had a scratch, and the forceps channel port was deformed. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive on (B)(6), 2023, for >100 colony forming units (cfus) of pseudomonas aeruginosa, it was no specified which channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.